Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient developed an infection. The device was explanted. The patient's condition post procedure was fine.